Manufacturer narrative:
See investigation attached.

Event description:
Allegedly, revision surgery required. Patient presented pseudotumor, elevated metal ion blood levels, and pain. Device failure attributed to adverse tissue reaction to metal debris, corrosion and resultant metal ions. Left side.